Event description:
User stated system will not boot.

Manufacturer narrative:
Gehc surgery field service engineer replaced keyboard, discovered the ups battery was faulty and the computer would not fully boot. Replaced ups battery, computer, reloaded vti cal piles and tested system by having CT scan sent and tested tracking functions. System operating as intended.